Event description:
Reporter stated that caller from account reported that unit overfilled final container on the basis of refractive index being outside of the account's acceptable range. The displays on the unit for programmed and delivered volumes were identical and there were no alarms. No pt involvement. The unit was swapped out.